Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the user stated that the cubie was unable to open, resulting in a failure of the entire drawer 2.1. The user tried to recover drawer and cubie, but the drawer still failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed and found broken cubie latch. The field service engineer (fse) was unable to recover the drawer through the application. Hardware test application (hta) was launched to manually release the cubie pocket. After releasing it, the application was relaunched to recover both the drawer and the pocket successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.